Manufacturer narrative:
H3: device received, analysis in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the navien positioning/navigation issue and the pipeline failure to open was not determined. The pipeline had not been placed in a vessel bend when it failed to open. The pipeline was resheathed 3 times in an attempt to open the device. There was no obvious damage observed to the navien catheter or the pipeline.

Manufacturer narrative:
Supplemental snd for product analysis update as found condition: the pipeline flex braid was returned for analysis within shipping box; and within a plastic bio-pouch. The pipeline flex pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. In addition, the middle section was found to be fully opened and no damage. No other anomalies were observed. Testing/analysis: n/a. Conclusion based on the analysis findings, the pipeline flex could not be confirmed to have failure /incomplete open at middle section as the middle section was found to be fully opened and no damage. In addition, the pipeline flex braid was found fully opened. However, the root cause for damage could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. The customer indicated that vessel tortuosity was moderate and the pipeline had not been placed in a vessel bend when it failed to open. Which eliminates these factors out as potential causes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID rfx058-115-08 (lot: b762151); product type. Implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navien catheter that was difficult to delivery/position and a pipeline flex that failed to open in the middle segment during the same procedure. The patient was undergoing a procedure via femoral artery access to treat a left c5 vessel segment large unruptured saccular aneurysm. The aneurysm max diameter was 18mm and the neck diameter was 4mm. The distal landing zone was 3.9mm; the proximal landing zone was 4.8mm. Vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered with standard pru level noted. It was reported that the devices were prepared and catheter flushed as indicated in the instructions for use (IFU). It was noted that the vessel was tortuous and the aneurysm was large. During the procedure, the navien catheter could not be advanced to the intended treatment location so it was removed and replaced with another manufacturer's catheter which was able to be pushed to go upper and continue the procedure. During the flow diverter stent deployed in the same procedure, the pipeline stent middle segment could not be opened despite resheathing and multiple deployment attempts. After several attempts, the pipeline was removed and replaced with a smaller stent which was delivered and deployed successfully to complete the procedure. There was no harm or injury to the patient.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex braid was returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex inner pouch. The pipeline flex pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. No other anomalies were observed. Testing/analysis: n/a. Conclusion based on the analysis findings, the pipeline flex could not be confirmed to have failure /incomplete open at distal as the device was resheated. In addition, the pipeline flex braid ends were found fully opened. However, the root cause for damage could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. It was noted the patient's vessel tortuosity was severe. It's possible that the severe vessel tortuosity may have contributed to the reported issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.